Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties of separation and noted core bend appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during at the beginning of insertion of the balance middle weight elite (bmw) guide wire into the guide catheter, without resistance, the bmw wire had separated into two pieces. Another device was used in replacement. There was no adverse patient effect. No additional information was provided regarding this issue.